Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing threshold measurements and high pacing impedance measurements. This rv lead had dislodged. A revision procedure was performed and this lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.